Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, infection, urinary problems, dyspareunia and vaginal scarring. Pt had revision surgeries (B)(6) 2007. No other information is available.